Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle had a deformed luer. The following information was provided by the initial reporter, translated from portuguese to english: but this time there was only one syringe, and the needle didn't fit, and the fitting that goes to the needle is crooked and the needle didn't thread.

Manufacturer narrative:
H6: investigation summary photos received by our quality team for investigation. Through visual evaluation, damaged luer is observed. No other defects or issues observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team's investigation, possible root cause is associated with the assembly equipment. Based on the quality team's investigation, we are not able to identify a root cause for cracked barrel, leakage past stopper related to our manufacturing process at this time. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ veterinary syringe with needle had a deformed luer. The following information was provided by the initial reporter, translated from portuguese to english: but this time there was only one syringe, and the needle didn't fit, and the fitting that goes to the needle is crooked and the needle didn't thread.

Manufacturer narrative:
E.1 initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.